Manufacturer narrative:
A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The physician tried to insert the 5f mynxgrip vascular closure device into the sheath but he felt the resistance, so he removed the device. There was no patient injury and the device will not be returned for analysis.

Manufacturer narrative:
UDI# was updated in section d4. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The physician tried to insert the 5f mynxgrip vascular closure device (vcd) into the sheath but he felt the resistance, so he removed the device. There was no patient injury. Multiple attempts to obtain additional information were made without success. The devices were not returned for analysis. A product history record (phr) review of lot f1828202 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter inability to advance in sheath¿ could not be confirmed as the devices and sheath were not returned for analysis. The exact cause of the inability to advance in the sheath events could not be determined. Based on the limited information available for review, access site vessel characteristics (although not reported) and/or the condition of the procedural sheath may have contributed to the resistance felt during device insertion. A tortuous vessel may cause difficulty for the catheter tip to make the "turn" into the vessel. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, it instructs the user to flush the procedural sheath with sterile heparinized saline. After deflating the balloon during prep of the device, insert mynxgrip into the procedural sheath up to the white shaft marker. Neither the phr reviews nor the information provided suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.